Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method time result: (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-oct-2021. A review of the device history records (dhrs) confirmed the cartridge lot met finished goods (fg) release criteria. The rate of ica results outside of the total allowable error (ea) in tricontrols level 2 controls (l2tri) from retained testing did not meet the acceptance criterion found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. A deficiency has been identified and lot w21041 has been added to qr 775835. For all other sensor/fluid combinations relative to ea and for suppressed results, the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure was met.

Event description:
Na.